Manufacturer narrative:
The sureform 45 stapler blue reload has been received for failure analysis evaluation. There was no damage to the reload. There were no device related failures. The reload was returned fired and used. Visual inspection displayed no signs of physical damage to the cartridge, pushers, or cover. Additional finding that not reported by site: the reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was no cartridge damage observed. The sureform 45 curved-tip stapler was also received. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using green 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. Although the customer allegation is against the blue sureform 45 reload, and the product returned did not have any missing fragment. However, the white sureform45 reload returned in this procedure was returned and had a potentially fragment missing and is reported under related MDR with manufacturer report number 2955842-2026-23754.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a small plastic fragment from the blue reload of the sureform 45 curved tip stapler fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that the stapler reload broke during completion of the minor fissure right upper lobe (rul). The instrument and reload had been inspected prior to use and showed no abnormalities, and no functional issues were noted during the case. There was no collision. The instrument had been removed prior to the breakage and the wrist was straightened; no resistance was felt, and upon final removal there was no resistance and no other damage observed to the instrument or cannula. The stapler functioned normally on subsequent firings. The fragment fell inside the patient but was manually retrieved without complications. All fragments were retrieved, confirmed by fitting the fragment to the defect on the reload. No additional procedures were required. Unspecified post-operative tests (like an x-ray or ultrasound) were performed to check for remaining fragments. The surgery was completed robotically, with no additional injury or complications reported, and the patient did not require readmission.